Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow-up. It was noted that the battery longevity was noted to have dropped significantly since last check. The longevity on (B)(6) 2019 was estimated at 3.6 yrs and check on the (B)(6) 2020 showed expected longevity of 1.8 yrs. This was due to the midlife overestimation of battery life by the merlin programmer. The patient sent a transmission on (B)(6) 2020 and the battery estimated was 6.6 months. Due to the unpredictability of this devices longevity estimation a decision was made to box change this device on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Analysis of device image indicates that auto-capture feature was enabled and device was pacing in high output mode at times. When automatic settings are programmed, such as auto-capture feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of device. Analysis of device was performed, did not find any anomalies. Longevity assessment was performed, device was in the normal range of operation with appropriate remaining longevity.